Event description:
It was reported that the right ventricular lead had an elevated threshold. Follow up was done to find of any intervention was done and follow up revealed that the patient had not been seen in the cardiology clinic for 2 or more months and also that the patient had expired. Further information has been requested and not yet recieved from the patient's primary care physician.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further information has been requested and not yet recieved.